Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch and no unlocked j2 or lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify prime or fill anomaly and motor error alarm due to buttons not responding. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had prime anomaly. The customer¿s blood glucose was 140 mg/dl at the time of the incident. Customer reported that she could not get her insulin pump to rewind and now the insulin pump was showing motor error. Customer states that numbers appeared on the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.